Event description:
It was reported the patient is no longer receiving adequate coverage. An impedance check was performed and revealed invalid contacts. The patient will undergo surgical intervention on a later date. Attempt to gather additional information was unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.